Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a battery out limit alarm and could not clear alarm. Customer also reports that buttons were not responding. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. Unable to verify the battery out limit alarm due to a button/keypad anomaly. The pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.